Manufacturer narrative:
Natus medical tech support responded to the customer's screenshots on 12/6/2017 with advice on interpreting the waveform, customer provided. Several attempts have been made since to get status on update on the issue from the customer. Investigation is ongoing.

Event description:
Natus recieved complaint on (B)(6) 2017 that they were observing high levels of artifact in their abr recordings using bone conduction and a navigator pro unit. The customer stated that the artifact was replicable, and latencies were not increasing with reduced intensity. The customer provided screenshots of the recording, stimulus, and amplifier parameters as well as a screenshot of the recorded waveform. The customer requested assistance from tsr in resolving the issue. The customer confirmed there was no death/ serious injury, delay in treatment or environmental safety concerns.

Manufacturer narrative:
Natus tech support made follow up attempts with customer to get additional information, no response was received from customer and cause for the issue could not be determined. No further investigation possible, if additional infromation becomes available natus will submit a follow-up report.